Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose reading of 600 mg/dl for four days. The customer stated that his insulin pump failed to alert him of no delivery of insulin. Nothing further reported.